Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope after dialysis. The right atrial (ra) lead exhibited undersensing, no capture and low impedance. The implantable pulse generator (ipg) time was reported to be "off by around 12 hours". The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.